Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 16 unopened samples. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 3.11 kgf in average and 0.57 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). However, according to ep one low value in 15 tested units is accepted. We have also tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 5.51 kgf in average and 5.37 kgf in minimum (ep requirements: 2.76 kgf in average and 1.53 kgf in minimum) although the results fulfill the requirements of the ep regarding needle attachment and knot pull tensile strength, in 8 of the units tested splitting has appeared in the attachment area after the test, as can be seen in the attached picture. Therefore, we consider the complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 4.48 kgf in average and 3.57 kgf in minimum and fulfilled ep requirements. Knot pull tensile strength results before releasing the product were 5.23 kgf in average and 5.13 kgf in minimum and fulfilled ep requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that one of the sutures detached from the needle and another suture split the thread. Surgeon loose confidence and stopped using optilene. It happened before use. No further information has been received.